Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed. The root cause for this type of defect is that the foreign matter is carbonized polymer being released in the shield molding process. It is a cosmetic defect with no impact on the efficacy of the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: "during the sampling, this vacutainer needle was found, with a foreign body inside."